Event description:
It was reported the physician was unable to deliver the coil to the anterior communicating artery (acom) aneurysm. Upon withdrawal of the coil and the microcatheter, the coil broke inside the microcatheter. The coil and the microcatheter were completely removed from the pt. The procedure was successfully completed using another microcatheter and gdc coil. The pt was reportedly in a stable condition.